Event description:
Approximately four months post index procedure, the patient returned to the cath lab where repeat angiography revealed in-stent restenosis of the stent placed in the proximal circumflex lesion.